Manufacturer narrative:
The complaint is confirmed. During the laboratory evaluation, the reported issue was duplicated. The product surveillance technician (pst) observed the roller pump not to power on when power was applied confirming the power failure. The printed circuit board (pcb) was also checked for damages or defects and identified heat related damage to generic pcb. Visual inspection was done for component failure of c33 10uf 6.3v capacitor on generic pcb. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump would not turn on before being used. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.